Event description:
Facility reports that while transferring a resident in an uno 102, the cna did not hook up the sling properly and dropped the pt. Facility determined that the cna failed to apply the head straps on the sling to the sling bar, which caused the incident.

Manufacturer narrative:
User guides are clear in instruction as to the proper and safe use of the product. This incident is viewed as user error issue and not a product problem. MDR filed based on injury reported.